Manufacturer narrative:
The reported complaint of a loud noise was heard from the thermogard ivtm system (sn tgxp (B)(4) and observed the pump rotor was broken was confirmed during visual inspection. The root cause of the reported loud noise was due to a defective ball bearing on the pump rotor, likely attributed to wear and tear. The thermogard ivtm system was manufactured in december 2014 and is 7 years old, well past its service life of 5 years. The pump rotor was replaced to remedy the reported complaint issue. Upon visual inspection, unrelated to the reported complaint, the pump lid was damage likely due to user mishandling. The pump lid was replaced to address the observed damaged issue. Event log review showed no discrepancy. The thermogard ivtm system passed the preliminary functional testing. The damaged pump rotor did not affects the functionality of the console but the saline can not circulate properly. Upon further fuctional testing, unrelated to the reported complaint, the electrical safety test failed due to a defective power cord (high resistance), likely attribute to an aging device. The power cord was replaced to address this observed issue. Following service, the thermogard xp ivtm system passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, the customer heard a loud noise from the thermogard ivtm system (sn (B)(4). Another thermogard console was used to continue with treatment. No consequences or impact to the patient. Following day, the biomed engineer found broken pump rotor, to be the cause of loud noise.